Event description:
Doctor reported event of "band slippage". A lap-band ap system removal took place to treat the event.

Manufacturer narrative:
(B)(4). The rptr of the complaint was asked to return the product for analysis. Based upon the model number provided by the rptr, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling address the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal.